Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli). Boston scientific technical services (ts) discussed the possible cause of the issue and suggested to evaluate the patient in the clinic. Additional information obtained from the field representative indicated that the cause of the oor sli was not determined. The patient was scheduled for check up. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.